Manufacturer narrative:
Due to the tear in the capsular bag, the lens (model 570c) could not be inserted. The surgeon had to implant an anterior chamber lens instead, and perform a vitrectomy. Mfg process records for both the lens and the injector have been reviewed. Normal mfg and sterilization were recorded for both. The returned injector was visually examined. It was noted that the lens was stuck half-way and that the plunger was damaged beyond repair. It was therefore not possible to reproduce the problem by injecting another lens through the injector. (B)(4).

Event description:
Rayner intraocular lenses limited were notified by the distributor in (B)(4) of this event. According to the surgeon, the lens got stuck at the tip of the injector requiring excess pressure, leading to a tear in the capsular bag. The iol could not be inserted.